Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser recanalization catheter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: received one crosser cto recanalization catheter for evaluation. Upon visual evaluation, under microscopic examination, the outer catheter near the distal tip was noted to have hole from the distal tip. Distal to the hole, the outer catheter appeared to be flattened. Peeling was present over the marker band. The distal end of the outer catheter was damaged and was protruding from below the titanium tip. The distal tip of the returned sheath was noted to have a narrow portion and another segment midway of the catheter. Microscopic examination was performed of the distal tip. No functional testing performed due to material deformation present on the distal tip. Therefore, the investigation is confirmed for the reported material deformation as the distal end of the outer catheter was damaged and also the investigation is confirmed for the identified peeling and hole as the peeling was present over the marker band and the outer catheter near the distal tip was noted to have hole from the distal tip. A definitive root cause for the reported material deformation, identified peeling and hole could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the crosser 14s catheter. It was reported that during the procedure, the crosser shaft or the boston guiding catheter used in combination was allegedly damaged, with fibrous material adhering to it. There was no reported patient injury.